Event description:
It was reported that a patient alert triggered for right ventricular (rv) lead high impedance. Therefore the impedance upper cut-off was increased and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance- high resistance/impedance: there were two patient alerts for out of tolerance (oot) subthreshold lead impedance on (B)(6) 2012 02:15:03 and (B)(6) 2012 02:15:04. Weekly and daily pace lead trend data show various spike increases for max rv pace = 608 to 21248 ohmd range between (B)(6) 2012 and (B)(6) 2012.

Event description:
It was also reported that the patient's implanted system was later removed due to a heart transplant.